Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding to touch correctly on the bottom portion of the screen. No patient or user harm reported. The device was reported to be outside of use at the time of the reported problem. The customer informed the remote service engineer (rse) that the device had passed a touchscreen calibration, but following the calibration the response on the bottom of the screen was incorrect. The rse provided the customer with the part information for the touchscreen so the customer could order a replacement and provided the installation instructions per the service manual. This investigation is ongoing.